Event description:
Iop increased [intraocular pressure increased]. A physician reproted a case regarding a patient suffering from cataract of type 2 in the left eye. On a not specified date, the patient underwent a surgical intervention for cataract extraction. On a not specified date, the cataract surgery was performed. A 3.5 mm sclerocorneal incision was a cystotome needle. However, since continuous curvilinear capsulorhexis (ccc) could not be performed due to the presence of fibrosis in a part of the anterior capsule, the part was cut with a blade. As the lens capsule was unstable, the anterior capsule, when it was cut with a blade, swayed along the ocular axis, making the operation more difficult. A pea was performed by the phaco chop method aimed to prevent a rupture of the posterior capsule. Healon was infused into the capsule and the nucleus was divided and aspriated. As the lens cortex was little, the cortex itself was not eliminated by aspiration. After having filled the anterior chamber with healon, an extracapsular fixation was done as the zonules of zinn were suspected to be fragile. The incision wound was left unsutured and a subconjunctival infusion of dexamethasone 2 mg was given before the completion of the surgery. Post operatively, levofloxaxin, dexamethasone and diclofenac were administered as eye drops 5 times a day. A beta-blocker (timolol) was instilled into the operated eye twice daily for control of intraocular pressure (iop). The preoperative and postoperative changes of iop were as follows: at the time of the first check it was 50 mm hg; after the administration of mannitol and acetazolamide it decreased to 20 mm hg. Due to a further increase of iop, due to residual healon, for two days post-surgery mannitol and acetazolamide were administered as eye drops once daily. Acetazolamide (250 mg) was administered also by oral route until 5 days post-operatively. At the time of discharge from the hospital, the patient's left visual acuity was 0.7 (1.0 x sph-01.00 d cyl-0.5 d ax 130 degrees) and the left iop was 17 mm hg. The intraocular lens was well fixed with little displacement and tilting. A fundus examination showed a slightly pale optic disc but no significant change in the visual field. The cell density in the corneal endothelium was 2257/mm2 which was not markedly different from that usually recorded after an ordinary cataract surgery. The reporting physician did not provide his assessment concerning the seriousness of the event and the causality between the event and healon. Case comment: the reported event increased iop occurred in a reasonable time sequence to healon administration, but could also be attributed to concurrent disease or other factors. Elevation of iop following cataract surgery is a common occurrence. It usually is mild and self-limited and does not require prolonged antiglaucoma therapy. Causes of acute pressure elevation are retention of viscoelastic substances, obstruction of the trabecular meshwork with inflammatory debris, and pupillary or ciliary block. Patients who have pre-existing glaucoma are at much greater risk of developing acute significant pressure elevation. Prevention of this problem includes careful removal of viscoelastic agent at the time of surgery, control of intraocular bleeding, and the use of intra-and postoperative antiglaucomatous agents. In this case the patient had preoperative iop which was treated by once daily infusion of mannitol and acetazolamide. Although retained post operatively is expected. Event is listed in the core data sheet.